Event description:
Report received indicates an invance sling was previously implanted, surgical details not provided. On (B)(6) 2008, the sling was removed due to infection, details are not known at this time, ams has requested additional information.

Manufacturer narrative:
Should additional information become available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent.